Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 57117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera from (B)(6) 2011 to (B)(6) 2011 and implanon from 2008 to (B)(6) 2011. Concomitant products included norethisterone (norethindrone) from (B)(6) 2018 to (B)(6) 2019. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vulvovaginal pain ("vaginal pain"), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced complication of device insertion ("complications implanting the essure device in the right fallopian tube"). The patient was treated with surgery (ablation and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, dyspareunia, vulvovaginal pain and complication of device insertion outcome was unknown and the genital haemorrhage, dysmenorrhoea, pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, complication of device insertion, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in date of insertion: previous date of insertion: (B)(6) 2013 in current pfs date of insertion: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results- total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2020: pfs was received. Lot number was added. Previously added injury nos was replaced with perforation (fallopian tubes) and new events abnormal bleeding (general), dysmenorrhea, dyspareunia, vaginal pain, pelvic pain, abdominal pain and complication of device insertion were added. Date of insertion updated. Date of removal was added. Historical and concomitant drugs were added. Event outcome were added. Lab data was added. Aka name was added. Event onset dates were added, we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. A57117,57117-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera from (B)(6) 2011 to (B)(6) 2011 and implanon from 2008 to (B)(6) 2011. Concomitant products included norethisterone (norethindrone) from (B)(6) 2018 to (B)(6) 2019. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vulvovaginal pain ("vaginal pain"), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced complication of device insertion ("complications implanting the essure device in the right fallopian tube"). The patient was treated with surgery (ablation and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, dyspareunia, vulvovaginal pain and complication of device insertion outcome was unknown and the genital haemorrhage, dysmenorrhoea, pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, complication of device insertion, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in date of insertion: previous date of insertion: (B)(6) 2013 in current pfs date of insertion: (B)(6) 2013. Essure trailing coils: left unable to be seen after placement right same as on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results- total bilateral occlusion.. Lot number 57117 is invalid. Lot number:a57117, manufacture date: 2012-10, expiration date: 2015-10. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: perforation of tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: quality safety evaluation of ptc. On 21-feb-2020: mr received. Fu 4 and 5 processed together. Fu 4 and 5 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 57117-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera from (B)(6) 2011 and implanon from 2008 to (B)(6) 2011. Concomitant products included norethisterone (norethindrone) from (B)(6) 2018 to (B)(6) 2019. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vulvovaginal pain ("vaginal pain"), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced complication of device insertion ("complications implanting the essure device in the right fallopian tube"). The patient was treated with surgery (ablation and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, dyspareunia, vulvovaginal pain and complication of device insertion outcome was unknown and the genital haemorrhage, dysmenorrhoea, pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, complication of device insertion, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in date of insertion: previous date of insertion: (B)(6) 2013. In current pfs date of insertion: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results- total bilateral occlusion. Lot number ( 57117 ) is inv . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.